Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range shock impedance measurements greater than 200 ohms on the right ventricular (rv) lead. This rv lead is not a boston scientific product. It was noted that this was a single out of range measurement and the shock impedance returned to within normal specification limits in the 40 ohm range. All other lead measurements were indicated to be within normal specification limits. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).